Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that a fractured plate was discovered during a patient's post-operative follow up appointment. Revision surgery was required to replace the fractured plate. The company representative was available for the revision surgery, and the malfunctioned plate will be sent back for investigation.

Manufacturer narrative:
The product was returned for investigation and the reported event could be confirmed. The macroscopic and microscopic investigations show that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The investigation with sem shows on the fractured surfaces the appearance of forced rupture and a low cycle fatigue rupture. The fracture surfaces reveal partially predominant proportions of forced rupture and secondary cracks as well as swinging lines of a fatigue breakage to some extent. The root cause of the failure could have been one or repeated powerful dynamically overload of the fracture area of the plate. The related risk management file stated the following possible root causes for the investigated event: wrong/ missing information; too much load on implant/ bone (e.g. Due to tmj disorder/disease); improper insertion/ positioning of implant; abnormal mental/ physiological condition of patient; wrong implant placement (e.g. Region with reduced bone quality, too much bone; compression during screw insertion); wrong choice of implant (e.g. Screw too short due to system mixup and / or poorly assembled/used instrument or misleading measuring/identification). Based on the evaluation no indications for any design, material or manufacturing related problems were found in this investigation.

Event description:
It was reported that a fractured plate was discovered during a patient's post-operative follow up appointment. Revision surgery was required to replace the fractured plate. The company representative was available for the revision surgery, and the malfunctioned plate will be sent back for investigation.